Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: birth control pill. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), doxepin (doxepine), hydroxyzine and triamcinolone acetonide (kenalog orabase). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced urticaria chronic ("allergic or hypersensitivity reaction type: chronic urticaria / hives") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hot flush ("essure: hormonal changes describe: hot flashes") and nausea ("nausea"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes: lazy bladder") and ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: memory"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced neck pain ("neck pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dysgeusia ("metallic taste"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), hypoaesthesia ("hand and feet numbness") and paraesthesia ("hand and feet tingling"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria chronic, depression, dysgeusia and hypoaesthesia had resolved and the abdominal pain, genital haemorrhage, hot flush, anxiety, bladder disorder, migraine, polycystic ovaries, nausea, tooth disorder, memory impairment, feeling abnormal, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, ovarian cyst and neck pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, hypoaesthesia, memory impairment, migraine, nausea, neck pain, ovarian cyst, paraesthesia, pelvic pain, polycystic ovaries, tooth disorder, urticaria chronic and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Discrepancy noted for date of insertion: (B)(6) 2010. Discrepancy noted for date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Lot number: 735709, manufacturing date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('trailing into uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: birth control pill. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), doxepin (doxepine), hydroxyzine and triamcinolone acetonide (kenalog orabase). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced urticaria chronic ("allergic or hypersensitivity reaction type: chronic urticaria / hives") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2012, the patient experienced hot flush ("essure: hormonal changes describe: hot flashes") and nausea ("nausea"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes: lazy bladder") and ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: memory"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced neck pain ("neck pain"). In december 2013, the patient was found to have weight increased ("weight gain") and experienced dysgeusia ("metallic taste"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), hypoaesthesia ("hand and feet numbness"), paraesthesia ("hand and feet tingling"), neuralgia ("nerve pain"), autoimmune disorder ("autoimmune issues"), pain ("body aches"), headache ("headaches") and dizziness ("dizziness"). The patient was treated with surgery (lav hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, hot flush, anxiety, bladder disorder, migraine, polycystic ovaries, nausea, tooth disorder, memory impairment, feeling abnormal, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, ovarian cyst, neck pain, neuralgia, autoimmune disorder, pain, headache and dizziness outcome was unknown and the pelvic pain, urticaria chronic, depression, dysgeusia and hypoaesthesia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, bladder disorder, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, memory impairment, migraine, nausea, neck pain, neuralgia, ovarian cyst, pain, paraesthesia, pelvic pain, polycystic ovaries, tooth disorder, urticaria chronic and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Discrepancy noted for date of insertion: (B)(6) 2010. Discrepancy noted for date of removal: 15-sep-2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Lot number: 735709, manufacturing date: 2010-05, & expiration date: 2013-05. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder, partial expulsion of device, general body pain, headache, dizziness, neuralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: social media received. Events: autoimmune issues, body aches, headaches, dizziness, nerve pain, trailing into uterus added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: birth control pill. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), doxepin (doxepine), hydroxyzine and triamcinolone acetonide (kenalog orabase). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction type: chronic urticaria / hives") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hot flush ("essure: hormonal changes describe: hot flashes") and nausea ("nausea"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes: lazy bladder") and ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: memory"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced neck pain ("neck pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dysgeusia ("metallic taste"). In june 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), hypoaesthesia ("hand and feet numbness") and paraesthesia ("hand and feet tingling"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, depression, dysgeusia and hypoaesthesia had resolved and the abdominal pain, genital haemorrhage, hot flush, anxiety, bladder disorder, migraine, polycystic ovaries, nausea, tooth disorder, memory impairment, feeling abnormal, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, ovarian cyst and neck pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, hypoaesthesia, memory impairment, migraine, nausea, neck pain, ovarian cyst, paraesthesia, pelvic pain, polycystic ovaries, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Discrepancy noted for date of insertion: (B)(6) 2010. Discrepancy noted for date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received. Lot number added. Events: hormonal changes describe: hot flashes, allergic or hypersensitivity reaction type: chronic urticaria / hives, psychological or psychiatric problems condition: anxiety, depression, bladder or urinary problems or changes: lazy bladder, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pcos, nausea, dental problems, neurological conditions or problems type: memory, brain fog, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, hair loss, other injury(ies) or complication(s) please describe: ovarian cyst, metallic taste, neck pain, hand and feet numbness and tingling, she did not undergo an essure confirmation test added. Event- genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event pelvic pain, general. Abnormal. Bleeding and abdominal pain. Patient's demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.